Event description:
A pump alarm labeled as 30 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading a new cartridge using the proper technique and successfully resumed insulin therapy.